Event description:
Foscarnet which is prepared in glass bottle was hung as secondary. Started dripping faster than what seemed appropriate for pump setting. Verified hung properly, channel changed out and retried. Discovered that it was back flowing into the primary bag. Ended up having to clamp primary in order for secondary to run. Medication running at end of shift instructed dayshift rn to save tubing if possible.